Manufacturer narrative:
Problem code 2907 captures the reportable event of fiber tip detached. Investigation results one flexiva 200 tractip laser fiber was returned in one piece with the tip detached. The fiber measured approximately 317.4 cm from the top of the connector to the break. Exposed glass portion of the distal tip measured approximately 1 mm and was consistent with a fracture, likely as a result of handling during setup of the procedure. Examination under magnification revealed that the fiber tip was fractured with a portion detached. The detached portion of the distal tip was returned and measured approximately 2.5 mm visual inspection of the returned fiber noted burn marks on the fiber jacketing closest to the tip fracture, likely a result of the tip break occurring during use, resulting in a misfire. The condition of the returned device confirms that the fiber tip was detached. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on may 5, 2019 that a flexiva 200 tractip laser fiber was used in a flexible ureteroscopy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was a lumenis laser console with a laser settings of 0.8 joules and 5 hertz. According to the complainant, during procedure, the laser fiber broke after laser activation. Upon checking the scope a broken piece of the laser fiber was found inside the patient's ureter. The procedure was completed with another flexiva 200 tractip laser fiber. It is unknown if the broken fragment was retrieved from the ureter. There was no serious injury nor adverse patient effects as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber was used in a flexible ureteroscopy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was a lumenis laser console with a laser settings of 0.8 joules and 5 hertz. According to the complainant, during procedure, the laser fiber broke after laser activation. Upon checking the scope a broken piece of the laser fiber was found inside the patient's ureter. The procedure was completed with another flexiva 200 tractip laser fiber. It is unknown if the broken fragment was retrieved from the ureter. There was no serious injury nor adverse patient effects as a result of this event.